Manufacturer narrative:
Insulin pump received with end cap sticker missing noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or back light anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the back light was more difficult to read in light. The customer blood glucose level was unknown at the time of incident. Customer states that insulin pump had dome label fell off and they received failed battery test alarm. The device will not be returned for analysis.